Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation in the moderately calcified, 90% stenosed, right coronary artery, the voyager dilatation catheter balloon ruptured during the first inflation at 6 atmospheres. The device was removed and an unspecified cutting balloon was used to complete pre-dilatation. Two vision stents were implanted successfully. Reportedly, there were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product noted that the balloon was loosely folded. Functional testing was able to confirm the reported balloon rupture as a new indeflator was used in attempt to pressurize the catheter when fluid leaked out of a longitudinal rupture in the balloon 6 mm proximal to the distal balloon marker for a length of 7 mm. There was a longitudinal scratch distal to the rupture for a length of 1 mm. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly, the lesion was moderately calcified, which likely contributed to the difficulties experienced. It is likely that the balloon material was damaged (scratched) during interactions with other devices, or the patient anatomy, such that the balloon ruptured at 6 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.